Event description:
An anonymous post made on tandem¿s social media page claimed that the poster¿s daughter had passed away; the individual who made the post attributed the death to tandem. There were no specific allegations made about the pump, and no additional information was provided about who the decedent was or the circumstances surrounding the death. Due to the anonymous nature of the report, tandem has been unable to obtain additional information regarding the issue.

Event description:
It was reported through a comment on social media that a customer had passed away. The comment alleged the pump caused the death. Due to the anonymous nature of the report, tandem customer technical service unable to obtain additional information regarding the issue. No additional patient or event information was available.